Event description:
Customer reportedly obtained results of 19mg/dl and 600mg/dl on the same device within 10 minutes. No adverse action was taken based on device results. No adverse event reported and no treatment received. No strip info provided. No qcs were used. Requested return of suspect device and replacement was sent.